Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid left main with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 15 mm xience pro stent was deployed; however, a dissection was observed. A new xience pro stent was deployed for treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.